Event description:
During a pta to the left central vein, the balloon ruptured at six atmospheres. There was heavy calcification, moderate vessel tortuosity and 70% stenosis in the target vessel. The product appeared perfect during pre-use inspection and no anomalies were noted during prep. There was no reported pt injury. As per the reporting affiliate, no additional pt or procedural info is available. The product is not available for evaluation and testing. Additional info will be submitted within 30 days of receipt.